Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, jaws of stapler would not open, did not reach the patient. It is unknown how the case was completed. There were no patient consequences reported.